Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. This is a system report. The section d information is for the primary device, which was in use with the following: product ID: evproplus-34us, serial#: (B)(6), ubd: 21-feb-2024, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that prior to the implant of this transcatheter bioprosthetic valve, the valve load fluoroscopic check revealed minimal crown overlap, which did not extend past the third node. The valve was partially deployed and after one recapture due to the valve being too deep, an infold was noted. It was reported that the valve had moved towards the ventricle during the initial deployment attempt. Of note, minimal calcium was reported on the native leaflets. The implanting team did not expect an infold to occur due to the lack of calcium. The valve was withdrawn and replaced. No adverse patient effects were reported.